Event description:
The customer reported that the probe on the ortho provue analyzer leaked into the reagent red cells vials causing contamination. Probe drip may lead to dilution of sample/reagent, carry over and /or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The probe was clogged and the wash station was cracked. An obstruction in the fluidics system could lead to loss of vacuum pressure, which could result in a probe leak. Info was not provided regarding possible result codes intended to prevent erroneous results from being reported. The operator detected the issue, preventing the possibility of erroneous results from being reported. Instrument malfunction could not be ruled out. A complaint review indicates incident has not recurred at the site post service.